Event description:
It was reported that cast cutter continued to run on its own. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The customer advised that the cast cutter will not be returned to the MFR for investigation based on this event since it is now working properly. The account advised that they worked with the cords, and everything has been fine since then--no problems at all. The reported condition of the device running on its own cannot be confirmed without the product being available for eval.